Manufacturer narrative:
Results evaluations codes (other): smiths medical international investigation for this is based on digital pictures as the sample could not be fully decontaminated. The digital picture confirmed the customer observation of leakage from the distal end of the product. A review of our complaints history confirmed this to be the first complaint for this product lot. Though, there have been complaints of this nature, on this product code, these are historical and do not indicate a systematic failure during MFR, especially when compared with sales of products annually. A further review of manufacturing records confirmed the presence of a 12 hour inflation check carried out on 100% of this product family. Root cause: it is not possible to assign a definitive root cause for this complaint. It is stated that the product was tested prior to use and only became deflated one hour following insertion; as such, it is unlikely that this incident is the result of an assembly fault. Smiths medical international ltd. Feels that the most likey cause for this incident is that the cuff became damaged during insertion, probably on the tracheal cartilage, resulting in the cuff deflation. Corrective action: without the complaint sample we are unable to further investigate this complaint. Without a definitive root cause it is not possible to assign corrective actions.